Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was used successfully to perform a sphincterotomy. However, a further v-cut was then required and it was noted that the cut wire was broken. The original cut was sufficient, the physician was able to remove the gallstones and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed